Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned as of 10 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported needle clog during priming.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle was unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reported needle clog during priming.